Event description:
End user reported that the seat on his (B)(4) transfer bench cracked, pinched him on the bottom. End user stated that the first two panels, near the armrest, have a 6 inch long vertical crack. Medical attention sought.